Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had active driveline (dl) communication faults. Log files were sent for evaluation. The event log file captured driveline_comm_fault events associated with (f19) com_a_fault controller fault flags. These events were indicative of an issue between the system controller and left ventricular assist device (lvad). There was also an active backup_battery_fault alarm flag associated with a (f36) ebb_load_test_fail power fault flag. The patient's modular cable and pocket controller were replaced. The controller had multiple tears on the power leads. The alarms were resolved.

Manufacturer narrative:
D9: return to manufacture date, updated. Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via review of the submitted and downloaded log files, and evaluation of the returned modular cable (lot number: 7426489) confirmed damages that would have contributed to the events seen in the log files. The event log files from the exchanged controller collectively contained approximately 7 hours of information on 22aug2024 (5:29:59 to 12:26:27 per time stamps). Throughout the available event data, a driveline communication fault alarm was observed to be active, and frequent interruptions in the communication a signal were noted. The onset of the alarm had been overwritten by newer events; however based on the periodic data, it appeared that the alarm first activated sometime between 11:51:12 on 17jun2024 and 11:51:09 on 18jun2024. The observed alarm did not impact the controller¿s ability to operate the pump at the intended speed. The driveline communication fault alarm was active until the controller was exchanged. During functional testing of the returned modular cable, the driveline communication fault alarm was able to be reproduced. Resistance testing was then performed on the inner wires of the modular cable, and it was found that the green (communication a) wire was electrically open. The layers of the cable were then removed one at a time, and an area of kinking and damage was identified approximately 2 ½¿ from the controller connector bend relief. In this area, the green wire (communication a) was found to be fully broken and the yellow wire (communication b) was found to have damaged insulation. The damage to the green communication wire was determined to be the root cause of the observed driveline communication fault. The device history records were reviewed and the records revealed that the modular cable (lot number: 7426489) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. The heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿) and the heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿) address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.